Event description:
It was reported that there was issue with the system during thyroidectomy surgery. At the time of call, vocalis 1 was not passing electrode check, indicated with a red x. Stimulus was set to 1.0 and threshold was set to 120. Ts had site switch the electrodes into vocalis 2, and the red x followed to vocalis 2. Site noted that these electrodes were connected to a trivantage tube. However, after switching the electrodes back to vocalis 1, a green check mark appeared and the system passed electrode check. At this point, the surgeon noted that when stimming, vocalis 1 was jumping over 3,000 microvolts. Vocalis 2 did not have the same issue and hovered around 150 to 200 microvolts when stimming. Ts suggested they reseat the electrodes, check for pressure on the electrode wires, and reseat the tube within the patient. The site performed all and noted that they were still receiving over 3,000 microvolts when stimming. When event capture was turned off, the resting microvolts hovered around 20. The site decided to reintubate the patient and ended the call. The procedure was completed with another nim system. There was no patient injury.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: xom unk nimintrfc; product description: unk. Prod. ID/ nim interface; h6: fdc code d02 is applicable for product ID: xom unk nimintrfc additional codes img code g02005 is applicable for product ID: xom unk nimintrfc. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.